Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to the electrical contact pins of the video connector being broken/bent. Olympus will continue to monitor field performance for this device.

Event description:
The customer¿s olympus sales representative reported to olympus on behalf of the customer, the socket on the evis exera iii video system center would not work prior to an unknown procedure. The intended procedure was completed using a similar device. During inspection and testing of the returned device, the pins on the socket were bent. There were no reports of patient or user harm associated with this event. This MDR is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was sent to olympus for evaluation and the customer¿s allegation was confirmed. In addition to the findings reported in event, the image was not displayed when the subject device was connected to model 190 scopes. This was due to the damaged socket. The software was recommended to be updated. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.